Event description:
The pt's lead was explanted due to a suspected allergic reaction.

Manufacturer narrative:
The product was discarded by the medical facility and will not be returned for eval. This is the final report.